Manufacturer narrative:
Concomitant products: 250ml b.braun bag ndc 0264-7800-20, lot j5n161, exp 10/17, 0.9% sodium chloride injection; non-cfn secondary set; 50ml pfizer bag ndc 0206-8861-01, zosyn 3.375g; therapy date (B)(6) 2016. The customer¿s report that the secondary infusion completed sooner than expected was confirmed. The event log confirmed that the user programmed piperacillin/tazobactam (3375mg/50ml) as a 4-hour infusion. Approximately 35 minutes after the start of infusion, the user channeled off the device, which would coincide with the report of finding the secondary bag empty. Rate accuracy testing of the pump module indicated the device was infusing within specification. Functional testing of the set confirmed back flow, indicating a faulty check valve. Testing and disassembly of the check valve by the supplier resulted in discovery of five particles located between the housing seal area and the affixed silicone diaphragm disc. The particles were measured at a combined size of 0.02417¿ and were identified as calcium carbonate, which is not a raw material used in the check valve. The cause of the secondary infusion appearing to complete sooner than expected was determined to be a faulty check valve. The origin of the particles which caused the valve to prevent backflow is unknown.

Event description:
The customer reported that an infusion of piperacillin and tazobactam 3.375 gm was programmed to infuse over 4 hours but instead completed in less than 30 minutes. There was no patient harm.